Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 the philips japan technician evaluated the ventilator, performed a run-in test, overall checks, cleaning, a run-in test, and a function test and the reported phenomenon was not duplicated. The information suggests that the customer used a mask and breathing circuit that is not listed on the recommended parts list in the v60 user manual and this could affect ventilator performance. Only the recommended parts, circuits, accessories, masks listed in the v60 user manual should be used with the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The nurse noticed that high inspiratory pressure alarm continued to sound and confirmed that the screen turned dim and the airflow stopped. The nurse pressed the power button and rebooted the unit. The patient oxygen saturation dropped temporarily but recovered. The device was in patient use and the patient oxygen saturation dropped temporarily but recovered. No harm to the patient.